Event description:
It was reported that a sensor error occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a hypoglycemic event coinciding with a cgm sensor error. On the same day the sensor was inserted, the patient¿s spouse observed unusual behavior. Specifically, the patient was staring at the wall and appeared unresponsive. Although the patient did not report any symptoms or discomfort, the spouse sensed something was wrong. Upon checking the cgm device, the spouse noted a sensor error. A fingerstick blood glucose test was performed, confirming a low blood glucose level, though no specific value was documented. The patient was treated with orange juice by the spouse. No additional treatment was reported, and there was no documentation of further medical evaluation or intervention. At the time of reporting, the patient was doing fine and reported to be okay. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.